Event description:
It was reported to covidien that there are missing segments on the display. There was no patient harm reported.

Manufacturer narrative:
Covidien verified the report of missing segments and isolated to the main board. The main board was replaced.